Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure (ess205) (batch no. A78085) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain and right lower quadrant pain. Concurrent conditions included ovarian cyst and irregular menstrual cycle. Concomitant products included ethinylestradiol; ferrous fumarate; norethisterone acetate (loestrin 24 fe) and ibuprofen. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient was found to have weight increased ("weight gain"), 6 years 1 month after insertion of essure (ess205). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), libido decreased ("hormonal changes describe: low sexual livid") and swelling ("other injury(ies) or complication please describe: body swelling"). In (B)(6) 2014, the patient experienced migraine ("migraines /headaches"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vag discharge"), bladder disorder ("bladder/ urinary problems"), urinary tract disorder ("bladder/ urinary problems"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), tooth disorder ("dental problems"), nausea ("nausea"), hypersensitivity ("allergy other") and discomfort ("discomfort"). The patient was treated with levocetirizine, montelukast sodium (singulair) and surgery (bilateral fallopian tubes, hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, back pain, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, heavy menstrual bleeding, vaginal discharge, dyspareunia, bladder disorder, urinary tract disorder, vaginal infection, fatigue, alopecia, tooth disorder, nausea, weight increased, hypersensitivity, libido decreased, migraine, swelling and discomfort outcome was unknown. The reporter considered alopecia, back pain, bladder disorder, discomfort, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, libido decreased, migraine, nausea, pelvic pain, swelling, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: insertion date reported in current fu - (B)(6) 2013. Date(s) of insertion: (B)(6) 2013 (as written in pif ¿discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, right lower quadrant. Lot number: a78085, manufacturing date: 2012/12, expiration date: 2015/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2021: medical record received. Case became serious incident because of essure removal. Reporters, essure removal date and removal details added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.